Manufacturer narrative:
Diopter: -14.50. (B)(4). Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 -14.50 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. Low vault was observed on (B)(6) 2015. The lens was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem. Patient's last visit on (B)(6) 2015, ucva was 20/20.